Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. The field service engineer reconnected all the connections to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was failed to open. The customer reported that when a customer goes to inventory to remove the drug, the drawer failed open all the way to reach that drug. The customer stated that this malfunction occurred while dispensing medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.